Manufacturer narrative:
Date is approximate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that starting in march or february they thought their ins was no longer working because it was not benefitting them. They stated that due to this they were considering removal, so they went to see their urologist. The urologist checked the device and confirmed it was working fine, but it was turned off. They were not sure how it got turned off because the patient was not given external equipment to make adjustments. It was confirmed it was not lost and there were no boxes at home. It was reported the ins was turned on by the doctor, but they had not noticed any improvement since it had been turned on. Troubleshooting was not able to be performed, the patient was redirected to their healthcare provider to further address the issue.